Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as a valid lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that during a hip surgery, the stem impactor had a part broken off, probably stuck in the prosthesis (cold welded). The tip was not seen in any x-ray.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿hcp reported : "stem impactor part broken off, probably stuck in the prosthesis (cold welded)". Product description:- corail amt collar size 14. Product code:- 3l92504. Lot no:- 5777350. Quantity of manufactured:- (B)(4). Date of manufacturing:- 27-sep-2024. Expiry date:- 31-aug-2029. IFU reference:-w90918 rev. D. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description:- corail amt collar size 14. Product code:- 3l92504. Lot no:- 5777350. Quantity of manufactured:- (B)(4). Date of manufacturing:- 27-sep-2024. Expiry date:- 31-aug-2029. IFU reference:-w90918 rev. D. Device history review: a manufacturing record evaluation was performed for the finished device, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received: hcp reported: "stem impactor part broken off, probably stuck in the prosthesis (cold welded)". No device associated with this report was received for examination. A manufacturing record evaluation was performed for the finished device 5777350 lot number, and no non-conformances nor manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: quantity manufactured: (B)(4). 2) date of manufacture: 27-sep-2024. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: 31-agu-2029. 5) IFU reference: w90918 rev. D. Device history review: a manufacturing record evaluation was performed for the finished device 5777350 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: added: d4 (lot).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5, d4 (expiry date), h4. Corrected: d3, d4 (primary UDI number), g1 (manufacturing site name). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that I just received the information from the surgeon that the metal part of the stem has now been shown during an x-ray inspection. The (B)(6) 2025 is planned to have the metal part removed to protect the ceramic head.